Event description:
It was reported that a user experienced hypoglycemia to 45 mg/dl shortly after announcing a lunch meal as smaller than usual, with the user noting limited prior lunch announcements and no alternative precipitating factors. Symptoms included shakiness and a racing heart. Outcomes included self-treatment with approximately 9 ounces of orange juice and resolution through oral glucose intake. Investigation included troubleshooting and user education focused on glucose falling quickly and potential learning effects of the meal announcement algorithm. Investigation of this case revealed no device malfunction reported and suggested that algorithm adaptation to infrequently announced lunch meals could account for the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.